Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had an air bubble anomaly. The customer¿s blood glucose level was 136 mg/dl. The customer states air bubbles in reservoir of unknown size. The reservoir will not be returned for analysis.